Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that during clinical and therapeutic use of the v60 ventilator, it was unable to adjust to device parameters leading to the patient experiencing an unspecified desaturation. The ventilator was immediately replaced, and the unit was reported for repair. Based on the available information, the patients' desaturation is assessed as a non-serious injury. Therefore, the device did not contribute to a serious injury or death. Per good faith effort (gfe) response received (B)(6) 2025, it was confirmed that the inability of the ventilator to adjust parameters leads to a decrease in the patient's blood oxygen saturation. There were no issues with circuits, tubing, interfaces, connections and the patient vital signs were stable prior to the reported event. The customer had a 3rd party vendor repair the device and noted that after the hospital replaced the co2 sensor, the equipment was put back into normal use. There were no casualties. No further information was able to be obtained. Since the repair was not completed by philips, no parts will be returned. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.